Event description:
The user facility reported that the procedure was a percutaneous coronary intervention (pci), access and procedure went as planned with no concerns. Upon placement of the tr band, the patient developed a hematoma. Initially they had put in 13cc, and when they noticed the hematoma, they added 1cc for a total of 14cc of air. The hematoma started forming distally to the tr band, when they held pressure over it, the hematoma spread up her arm. At this point, the staff removed the band and held manual pressure. The patient was doing well and was not complaining of any pain or discomfort. Given the patient was an older woman who had loose skin, it appears they had a rolling vessel and accessed the side wall of the artery. The patient was stable, and the procedure outcome was successful. The estimated blood loss was less than 250cc.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible there was additional bleeding at the access site due to the vessel rolling during access, leading to incomplete hemostasis initially. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).